Manufacturer narrative:
(B)(4). Investigation summary: a 2420-0007 product was not available for investigation of this feedback; however the customer indicates that the silicone pumping segment was identified to have bulged during priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056176 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Investigation conclusion: a review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue. Root cause description: please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. Without the affected sample or further information, it has not been possible to determine what factors may have led to the customer¿s experience in this instance. Rationale: (B)(4) exists.

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: ballooning silicone segment. Detailed incident description: when administration set was primed, ballooning observed in silicone segment.

Manufacturer narrative:
H6: investigation summary: a 2420-0007 product was not available for investigation of this feedback; however the customer indicates that the silicone pumping segment was identified to have bulged during priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056176 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: ballooning silicone segment. Detailed incident description: when administration set was primed, ballooning observed in silicone segment.